Manufacturer narrative:
Product ID: 8590-1, lot# n092008, implanted: (B)(6) 2007; explanted: (B)(6) 2014; product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported upon examination and palpation a cerebrospinal fluid (csf) leak from the incision was found on (B)(6) 2014 and a blood patch was performed on the same day. It was noted the etiology was the incisional site/device tract at the lumbar site and was related to the implant procedure, but unrelated to the device or therapy. Signs and symptoms the patient experienced included vomiting and feeding intolerance. It was also reported the outcome was resolved with sequelae on (B)(6) 2014 and the sequelae included infection. The pump was being used to deliver baclofen. It was further reported the patient had a lumbar site infection and the patient experienced baclofen withdrawal due to being rapidly weaned of drug. As a result, the entire system was explanted on 2014-02-23 and the patient was on antibiotics since (B)(6) 2014. Lab work was completed and a csf culture was obtained and was positive for citrobacter on (B)(6) 2014. It was also reported the patient was having fever. Additional information received reported the patient experienced baclofen withdrawal and intervention included a medication adjustment of oral benzodiazepenes and baclofen on (B)(6) 2014. It was reported examination/palpation showed the patient had increased spasticity. Other signs and symptoms included moaning and agitation. The cause of the baclofen withdrawal was due to a baclofen wean and the dose was decreased. The event was related to the device or therapy and not related to the implant procedure. It was noted the patient resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Event description:
Additional information later reported the outcome resovled with sequela, resolved date (B)(6)-2014, sequela- baclofen withdrawal due to rapid wean of drug.